Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of nerve injury in a female patient who used poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using poligrip. At an unknown time after starting poligrip, the patient experienced "neurological injuries" (nerve injury). At the time of reporting, the outcome of the event was unknown. Follow up information was received on 23 may 2011 via fact sheets submitted by the patient and/or the patient's attorney. The patient experienced low copper, high zinc, neuropathy, difficulty walking, difficulty writing, balance issues, trembles, tingling in my feet and knees, used a walker around the house, used a wheelchair when going to doctors appointments, and could not stand for more than a couple of seconds. The patient first used upper and lower dentures in (B)(6) 1999. The patient used super poligrip original from 1999 until 2009, three to four times a day, one to three 2.4 ounce tubes weekly; and fixodent sporadically from 1999 until 2009. The patient stopped using poligrip due to balance issues, tingling, and difficulty walking. This case was upgraded to medically serious by gsk.